Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor sprint drug eluting stent was implanted in the proximal lad during the index procedure. Approximately (B)(4) post index procedure, the patient suffered an old myocardial infarction. The patient was treated with medication and recovered. The investigator reported that the event was not related to the study device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.